Event description:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), the pt experienced coronary artery spasm that was treated by injection of nitroglycerin. The pt was symptomatic due to the spasm. The target lesion was the mid left anterior descending (lad). The physician deployed the cypher select plus 2.5 x 18 mm stent at the target lesion at 11 atms via direct stenting. After the stent was implanted, it was noted that the stent was three (3) mm distal to the intended target lesion. The cypher stent was post-dilated at the distal position using a nc sprinter balloon catheter at 16 atms. An additional endeavor 3.0 x 12 mm stent was implanted at 16 atms in overlapping fashion to cover the target lesion. The endeavor stent was post-dilated with a nc sprinter balloon catheter at 16 atms for 10 sec. The flow pre-procedure was timi 2 and post-procedure timi 3. The residual stenosis was less than ten percent (<10%). The mid lad target lesion was reported to be: a 90% stenosis, and slightly calcified. There was no reported pt injury.

Manufacturer narrative:
During a percutaneous coronary intervention (pci), a cypher stent migrated immediately post deployment. The event occurred after the target vessel was treated with nitroglycerine due to a symptomatic coronary artery spasm. The mid lad target lesion was reported to be: a 90% stenosis, slightly calcified, 15mm in length in a 3.0mm vessel diameter. The physician deployed a 2.5 x 18 mm cypher select + stent at the target lesion at 11 atms via direct stenting after the pt was administered nitroglycerine injection to treat a coronary spasm. After the stent was implanted, it was noted that the stent was three (3) mm distal to the intended target lesion. The cypher stent was post-dilated at the distal position using a nc sprinter balloon catheter at 16 atms. An additional endeavor 3.0 x 12 mm stent was implanted at 16 atms in overlapping fashion to cover the target lesion. The endeavor stent was post-dilated with a nc sprinter balloon catheter at 16 atms for 10 sec. Timi flow was 2 pre-procedure and 3 post-procedure. The residual stenosis was less than ten percent (<10%). The IFU indicates that cypher is indicated for use in lesions judged to be amenable to complete inflation of an angioplasty balloon. The rated burst pressure indicated in the IFU is 16 atmospheres. The product was returned for inspection. A non-sterile 2.50x18mm cypher select plus was received coiled inside a plastic bag. The stent was not returned for analysis. No anomalies were noted on the device. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure by the costumer could not be evaluated. There was no indication of a manufacturing defect or anomaly that could have contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the manufacturing process; therefore, no corrective action will be taken at this time. Although the vessel was 3.0mm in diameter, the physician chose to deploy a 2.5mm diameter stent. Additionally, stent deployment was conducted after nitroglycerin administration to treat a vessel spasm which can further dilate the vessel diameter. Review of the info provided suggests that procedural factors may have contributed to this event. Please note that this is the initial/final report for this product.